Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The physician was seeing gel in the anterior rectal wall tissues anterior / apical area in the rectourethralis muscle. It was identified as grade 3 rectal wall. There were no patient complications reported as a result of this event. The patient was advice to wait until the spaceoar dissolves. On november 1, 2021, additional information was received stating that fiducials were administered transperineally and the procedure was done under local anesthesia. The patient will transition from planned stereotactic body radiation therapy (sbrt) to 28 fractions.

Manufacturer narrative:
Additional information received update on the following: block b5:describe event or problem block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The gel was seen on imaging in the anterior rectal wall tissue, in the anterior, apical area in the rectourethralis muscle. There were no patient complications reported as a result of this event. The will wait until the spaceoar dissolves before receiving radiation therapy.